Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been evaluated by the failure analysis (fa) team. Fa was not able to reproduce or confirm the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The grips were aligned. The instrument released energy on both attempts. The instrument was fully functional, and no product issue was identified.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument broke and a fragment fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the surgeon was grasping tissue to cauterize it when the device fragment fell inside the patient, the fragment was retrieved with a laparoscopic grasper. It was confirmed that all fragments were retrieved but there were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically, and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object, and there was no injury to the patient. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure, it just broke. The instrument did not collide with any other instruments or other hard material during the surgical procedure. Upon final removal of the instrument: the wrist was straightened, the surgical staff did not feel any resistance upon removal of the instrument through the cannula, there was no damage noticed to the cannula after the event occurred, nor other damage noticed to the instrument.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.